Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was further described as an operational issue by the patient and contamination with dermatophytosis. On the same day as the event onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, frequencies, routes, and durations were not reported) however the treatment was not effective. On an unreported date, the patient began treatment with an anti-fungal drug (drug name, dose, frequency, route, and duration were not reported). On an unreported date, dianeal therapy was discontinued and the patient was transferred to hemodialysis therapy. Twenty-nine days after the event onset, the patient was discharged from the hospital and was considered recovered from the peritonitis event. It was not reported if the patient was retrained in aseptic technique. No additional information is available.